Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level reached 18 mmol/l (324 mg/dl). It was noted that the needle did not deploy. The pod was not worn. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The pod was received not deployed. The slide insert and linkage were in the not deployed position, while the soft cannula was not visible through the bottom housing window. The download data contained a rotational sensor error with no timeouts, drive stalls, or hazard alarms. The pod was rerun to see if the rotational sensor error would replicate. The rerun data contained a rotational sensor error with no drive stalls. A slight increase pulse widths were observed toward the end of the pod's run but none reached timeout values. The rotational sensor error prevented the needle from deploying after priming. Inspection of the needle and drive mechanism found no damages or manufacturing deficiencies that would result in the needle being unable to deploy.